Event description:
Heli-fx endoanchors were implanted out of concern for late failure with another manufacturer¿s stent graft. It was reported that the patient had developed cellulitis in the left leg along with redness and pain. The patient was admitted to the hospital and antibiotics were prescribed. This reportedly resolved the event and the patient recovered. The investigator assessed the event relationship to be uncertain. No additional clinical sequelae were reported and the patient is fine.